Event description:
Information was received indicating that this ambulatory infusion pump failed accuracy testing by -6.45%. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.